Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined full height cubie drawer 5 was failed. A field service engineer had realigned ball bearings and installed new slide bumpers on slide railings, also had adjusted slide railings metal guides to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed to open. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.